Event description:
It was reported the patient had burning in the pocket with use. The patient had a burning sensation at the device pocket. No troubleshooting was done. The device was replaced on (B)(6) 2014. The patient had a second over-discharge that was reported to the manufacturer representative the day of the replacement and the over-discharge was confirmed on the same day. The cause of the event was due to patient non-compliance. Patient status at the time of the report was alive-no injury. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 3888-33, lot# va01xj6, implanted: (B)(6) 2012, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. There is no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data closely matched control data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.